Manufacturer narrative:
A beckman field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse determined that multiple hardware parts malfunctioned. The fse replaced the sample syringe, sample probe, and ise (ion selective electrode) buffer syringe to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned erroneously low sodium (na) patient results generated on the au480 clinical chemistry analyzer. The results were reported out and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.